Event description:
The customer reported that while the unit was in use on a patient, the unit experienced system failure at approximately 15:37 and then again at 15:54. The pt was switched to another unit and therapy was continued. No pt injury reported.